Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok and down arrow keypad buttons reportedly unresponsive when pressed. The patient also reported that the ok keypad button is also sticking when pressed. The patient denied any peeling or damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the down/ok keypad buttons intermittently responded to user inputs during testing, the up/contrast keypad buttons responded to user input, all buttons sprung back normally when pressed, and there was evidence of adhesive/contamination found under all key contacts.